Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a damaged plunger rod. The following information was provided by the initial reporter: "bent syringe plunger."

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a damaged plunger rod. The following information was provided by the initial reporter: "bent syringe plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review found no non-conformances associated with this issue during production of lot 2107042. We cannot identify a definitive root cause at this time.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a damaged plunger rod. The following information was provided by the initial reporter: "bent syringe plunger."